Manufacturer narrative:
The patient reported receiving good pain relief and was happy with the nalu system prior to explant. Patient reported feeling sad at losing the therapy provided by nalu. No system or component failure or malfunction was reported, explant was performed due to MRI compatibility only.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and reported receiving good pain relief. Patient later discovered the need for an MRI and required the nalu system to be removed to be able to proceed with the scan. A full system explant was performed on (B)(6) 2024.